Event description:
New information notes that the device will not be replaced to address the cross talk issue. No further information was provided.

Event description:
It was reported that the device exhibited multiple instances of cross talk. A device replacement is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.